Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was smelling like sulfur and the patient thought that indicates an electrical issue. The patient had been using this product for less than 90 days. Per additional information from liberator on (B)(6) 2022, it looked like the patients description on the smell would indicate a burning smell.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. A bd purewick urine collection system, pump tubing, collector tubing, collection canister with lid, and external power cord were returned. An in-house elbow connector was used for testing. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The DHR review was not required as the investigation was unconfirmed. Based on the results of the investigation no additional action is required at this time. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Event description:
It was reported that the purewick urine collection system was smelling like sulfur and the patient thought that indicates an electrical issue. The patient had been using this product for less than 90 days. Per additional information from liberator on 29jul2022, it looked like the patients description on the smell would indicate a burning smell.

Event description:
It was reported that the purewick urine collection system was smelling like sulfur and the patient thought that indicates an electrical issue. The patient had been using this product for less than 90 days. Per additional information from liberator on 29jul2022, it looked like the patients description on the smell would indicate a burning smell.

Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.